Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing tricuspid regurgitation was observed in patient tricuspid valve. Mild coaptation of the leaflets was also observed and possible non-coaptation of the leaflets. It was noted that the event is right atrial (ra) lead related. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.